Event description:
During a routine check of the unit, the company representative observed that the unit had no audio, alarms or beep tones. In addition, the drive transducer offset drifted as much as 14 mm hg. No patient involved.